Event description:
Patient had a pneumatic device in place. Developed bleeding around drive line site. Taken to or and drive line and pocket explored. Blood oozing at inflow valve, upon explant, tear in graft at inflow site.